Event description:
It was reported that right ventricular (rv) lead exhibited high defib impedance. Fracture was suspected. The lead was explanted and replaced. The patient is in stable before and after the procedure.